Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, and the reported event could not be confirmed. A clinical analysis indicated that without clinically relevant medical documentation, a thorough medical investigation could not be performed. However, it was reported that the patient underwent revision surgery to remove a broken poly. The patient impact beyond the reported event and subsequent revision procedure could not be determined. Should clinically relevant supporting documentation become available, the clinical/medical assessment may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, lifetime of device, material in use, and overuse. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the patient underwent revision surgery to remove a broken poly.